Manufacturer narrative:
H4: the lot was manufactured between october 21, 2019 to october 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (b)(5).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unknown location. This issues was identified preparation; prior to patient use. There was no patient involvement. No additional information is available.